Event description:
Report received from the USA stating that the device needed to be serviced. During service, a hole was found in the hose. It is unk if the device was used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the eval has been completed or if additional info becomes available, a supplemental report will be sent. Ref: # (B)(4).